Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint was not confirmed. An eiii needle was loaded into the chamber and the trigger was pulled. The needle fired as intended. However, another deficiency was observed. The upper jaw of the device could not be opened or closed by pulling the jaw trigger. It was observed that the actuator was pushed down slightly beneath the shaft. It appears that the jaw to actuator pin is missing. The device is reusable, and is over 10 years old. This type of failure is typically observed after reprocessing of the device over the years. Therefore, a potential root cause for the reported failure is fair wear and tear due to reprocessing of the device over many years. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that prior to a rotator cuff repair procedure the customer's expressew iii sutuer passer with hook would not fire. The device had been used for at least a year and fired often. The issue was detected prior to being used on the patient, and the case was completed with another like-device with no patient harm or delays to the case. The device is being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.